Manufacturer narrative:
Device evaluation: device evaluation not yet completed. A review of the device history record did not reveal any exception documents. Results/conclusions - a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The device would not hold pressure during inflation. No additional information has been provided by complainant.